Manufacturer narrative:
The device was returned to olympus and evaluated. The customers allegation was confirmed when the evaluation found the play of the up/down knob was out of standard value due to wear of angle wire. In addition to the reportable malfunction of foreign object in the a/w nozzle, the evaluation found the following non-reportable malfunctions: bending section cover and switch 1 were scratched; adhesive on bending section cover had a chip; adhesive around light guide lens was peeled; connecting tube had a dent and a wrinkle. The foreign material found has been attributed to insufficient cleaning. The customer performed cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. There was no delay in the start of the precleaning or abnormalities in the accessories used for reprocessing. The customer flushed the air or water nozzle with water and air. It was unknown if the customer immersed the scope in detergent solution, brushed the air or water nozzle, flushed the air/water nozzle channel with the detergent solution, or presoaked the endoscope in the detergent solution. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause was not determined. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing on 01apr2023 caused or contributed to the reported event. This issue is addressed in the instructions for use (IFU): detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had bad angulation. The device was returned and during the device evaluation the following reportable malfunction was found: foreign object inside the air/water (a/w) nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.